Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced esophageal bleed. It was reported that a farawave was selected for use. At the end of an atrial fibrillation ablation procedure, after extubating, anesthesia reported an esophageal bleed, and the patient was sent for surgery. Ablation performed was vein isolation and posterior wall, with 2 pulse delivery per location. No temperature probe had been inserted. The bleed was located posterior and superior relative to the heart. The physician states the cause of the esophageal bleed was the intubation/extubating process. The patient status is normal and fine. No physician's complaint against the device. Product return is not expected. Abbott ref. (B)(4).